Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to dehydration and low potassium. She stated that she had temporarily blacked out and that the blood glucose in the ambulance had been 169 mg/dl. At the time of the report the blood glucose reading was 437 mg/dl. Customer treated with manual injection. Nothing further was reported.